Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced fluctuating blood glucose (bg) levels between 34-403 (mg/dl). Customer administered correction boluses to treat the elevated bg levels, and consumed carbohydrates to treat the low bg levels. Although requested by tandem technical support, customer declined to perform troubleshooting for the pump. Recommendation was made to consult with health care provider to discuss diabetes management, and to contact tandem technical support if any further assistance is needed.